Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure icon was present. A field service engineer rebooted the station, and an attempt was made to recover the drawer. Upon opening the back panel, the inseparable magnet was found on the back of full height drawer 3. The inseparable magnet was replaced. The customer signed in and was able to successfully recover the drawer and inventory the medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed to open, but error showed failed to stay close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.